Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn. The product was not received for analysis. The information sent in the medwatch form stated "diagnosis was confirmed to be acanthamoeba keratitis caused by contact lens wear and contamination via water". The pt's father said he did not recall reporting that to the FDA medwatch program. He did not recall the pt swimming or showering while wearing lenses. The pt's father would not sign a records release. The treating ophthalmologist's office was advised of hipaa guidelines for release of medical information and has not provided information to date although acanthamoeba keratitis is often associated with contact lens wear in general, we do not believe this event can be attributed to this product as all products produced by company are terminally sterilized based on a high degree of sterility assurance utilizing the "overkill method". Company's quality system sterility release criteria for all products require a sterilization record review of all critical process conditions. Acanthamoeba trophozoites and cysts would not survive our sterilization process. The pt was reportedly using complete mps. That product has been recalled as a precaution because of reports pf acanthamoeba keratitis. The link between the solution and the infection was identified as a result of an investigation by the centers for disease control and prevention. The acuvue 2 product insert warns of risks of ulcerative keratitis: "the overall annual incidence of ulcerative keratitis in daily wear contact lens users is estimated to be about 4.1 per 10,000 persons and about 20.9 per 10,000 persons in extended wear contact lens users. In 2006, the reported u.s. Infectious corneal ulcer incidence rate, with and without positive culture, was 0.01 per 10,000 cumulative pt years based on a running cumulative average. Based on our assessment of the limited information available, we determined no remedial action is warranted. The pt's father has the product in question. We requested product and he told us he was advised by an attorney not to return the product. The pt's father provided the lot # of the product in question. A lot history review of the product indicates the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There are no other adverse event complaints for the lot in question in our worldwide complaint database. Based on the limited information available, no conclusion could be reached. Since january 1, 2004, our firm has reported MDR's through the medwatch program. These issues are reviewed with the management board in quarterly management review meetings. Based upon the limited information available, a root cause has not been determined. In the medwatch report, the pt's father, who reported this event commented, "there is currently no warning of this malady, the contamination risks nor any other warnings on contact lens containers/ brochures/ information pamphlets nor any related products i.e., cleaning solutions." We assured the pt's father that the patient instruction guide for disposable daily and extended wear for the company's (etafilcon a) contact lenses, which is available from eye care professionals and the package insert for acuvue 2 brand contact lenses which is intended for the eye care professional, but should be made available to pts upon request, contains the following precaution, "ask your eye care professional about wearing contact lenses during sporting activities, especially swimming and other water sports. Exposing contact lenses to water during swimming or while in a hot tub may increase the risk of eye infection from microorganisms." The pt's father said he was not aware of this precaution. If medical information or product is made available to our firm, we will provide additional information in a follow-up report.

Event description:
Response to request for information. Information initially received in medwatch form from cdrh. The report indicates that the pt was being treated for acanthamoeba keratitis. Spoke with the pt's father who said he had contacted the FDA regarding this event. He said the pt had been wearing acuvue 2 contact lenses on a daily wear basis using complete mps. The pt developed an irritation in the left eye in 2007. Treatment was sought a few days following the onset of symptoms. The pt was diagnosed and treated for herpes simplex virus. The treatment continued with improvement for "almost 2 months". The pt was referred to an ophthalmologist who diagnosed acanthamoeba keratitis. The pt was referred to eye clinic and is currently being treated by an ophthalmologist.